Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure confirmed in pump history with variable due to broken trace at on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. Customer was able to clear the alarm and able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.